Event description:
Information received by medtronic indicated the customer had hyperglycemia. Blood glucose values was 559 mg/dl and current bg value (at time of call) was 440 mg/dl. Customer was admitted to hospital. Troubleshooting was performed. Customer was using the insulin pump since past 48 hours of reported event. No further complications were reported. Product will be returned for analysis. The customer will discontinue to use of the device. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.